Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015. According to the report, during the surgery, the doctor found the product to be leaking and used a new device to complete the surgery. Reportedly, the patient¿s current status was normal.

Manufacturer narrative:
The product was unavailable for return as it was lost at the hospital. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.